Manufacturer narrative:
The returned lead underwent extensive analysis. Lead properties were checked during the analysis. During the analysis, an extremely twisted cable lead for the rv shock lead was found in the ventricular df-1 connector with a lead break. This damage is highly likely the cause of the shock impedance greater than 150 ohm reported in the complaint. The damage is characteristic of massive tensile force on the lead while implanted due to being tightly wound around the generator housing. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 5 months, shock impedance values >150 ohm were reported, and no sensing could be measured in the right atrium. The lead was explanted and returned to biotronik for analysis.